Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ca 125 ii (ca 125 ii) on a cobas e 411 immunoassay analyzer. The initial result from an aliquot tube was 0.60 ku/l with a data flag. This result was reported outside of the laboratory where the doctor requested repeat testing. The repeat result was 243 ku/l. This result was believed to be correct. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer suspected the issue was due to mis-sampling possibly related to sample quality. The customer did not have issues with any other patient samples. Calibration was last performed on 16-feb-2023. The signals for calibrator 1 were within the expected range; the signals for calibrator 2 were below the expected range. The qc data on 15-feb-2023 from non-roche qc appeared to be high. Preventive maintenance was recently performed. No instrument issues were identified. The investigation did not identify a product problem. A general reagent issue can be excluded. Based on the information provided, the investigation determined the event was consistent with a pre-analytical handling problem.